Event description:
This case was initially received via regulatory authority (B)(4) on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("significant pain in the lower part of the belly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 9 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("significant muscular pain"), fatigue ("significant fatigue"), eye disorder ("eye problem"), tinnitus ("tinnitus"), sinus congestion ("sinus problem (blocked) with 4 day sick leave"), pyrexia ("significant fever") and vomiting ("vomiting"). The patient was treated with surgery (essure was removed with removal of uterine tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, myalgia, fatigue, eye disorder, tinnitus, sinus congestion, pyrexia and vomiting outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, eye disorder, fatigue, myalgia, pyrexia, sinus congestion, tinnitus and vomiting with essure. The reporter commented: removal of essure with ten days of sick leave. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 493 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.